Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced high impedance (0-3524, 3-3719, 4-4211, 7-4201). The issue was ongoing and not resolved. Impedance check was performed and programming was adjusted off the orange contact. Cause of the issue is unknown. No patient complications have been reported as a result of this event. Manufacturer representative (rep) indicated they would submit any new information they become aware of.